Event description:
Revision surgery - the acetabular shell was loose and unstable. The surgeon revised the acetabular components with a different company, and used a djo head to match the femoral components.